Event description:
When attempt to remove the guiding catheter from patient, the hub and part of the sheath came out but just part of the sheath remained in the patient. Patient got to surgery and vascular surgeon removed the part left from the sheath. The product was discarded by hospital. The sheath was in place 5 minutes before it separated. The vasculature at the access site was calcified. The patient had 2 previous caths with access at the same site. There was no difficulty inserting the csi. The head of the bed remained under 30 degrees. Resistance was felt upon removal. There were no anomalies noted in the device when it was removed from the package. No anomalies were noted during prep. The patient is currently stable, discharge from the hospital after surgery for foreign body removal (distal end of sheath) from the right femoral artery.

Manufacturer narrative:
The product was not returned for evaluation; it was discarded at the hospital. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. After review of the available information, it appears that patient factors (vessel characteristics, scar tissue and body habitus) may have contributed to the event.